Event description:
Customer reported that his insulin pump is malfunctioning. Customer stated that he was unable to get out of the prime rewind loop. He also stated that the insulin pump back sticker was missing and a component was moving around and spinning and he had to push it back in constantly. Nothing further was reported.

Manufacturer narrative:
Insulin pump unable to prime during prime and motor error alarm tests due to loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.